Manufacturer narrative:
Physio-control was made aware that the biomedical engineer verified the reported issue and replaced the main keypad which resolved the reported issue. The biomed observed proper device operation through functional and performance testing and replaced the device back in service. The device and the removed main keypad was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was difficult to power on and off. After multiple attempts, the device was able to power on and then it was able to power off. There was no patient use associated with the reported event.